Event description:
It was reported that cartridge error alarms occurred indicating no insulin in cartridge even when cartridge was full, which interrupted insulin delivery, and usb port cover was missing leaving charging port exposed to outside elements. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up, was out of warranty, and was in process of obtaining new device, and no additional information was received regarding the outcome of event.